Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Response made because device was not returned. Device not explanted or returned.

Event description:
As reported to coloplast though not verified, patient was implanted with coloplast pelvic mesh product(s). Later, patient experienced permanent injuries, severe emotional pain and injury and has suffered and will suffer apprehension of increased risk for injuries and multiple corrective surgeries as a result of implantation of the mesh.